Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. A surgeon from the obstetrics and gynecology department reported that fog appeared frequently during his surgery. During field evaluation, the fse performed a case observation of his surgery but could not find any issue. The complaint regarding smoking was not confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, fog appeared after the customer fired energy. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The system functionality was checked upon powering on and the system initialized without error. Smoke was observed after firing energy so the site waited for the fog to disappear naturally and then continued with the surgical task. There was no instrument arcing. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically. Further follow up with the reporter confirmed that only one surgeon had concern about "smoke" issue observed while other surgeons did not experience it. The issue occurred when using a monopolar or bipolar instrument during the surgery, but the teaching surgeon (professor) felt that there was a lot of fog or smoke due to the "sensitive character." Also, the surgeon did not use suction during the surgery, thus the fogginess or smoke clearout was slow. There was no instrument issue on the monopolar curved scissors (mcs), tenaculum forceps , mega suture needle driver, cadiere forceps instruments and these instruments would not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting smoking, an investigation is in progress to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since no instrument will be returned as confirmed by the customer, the information gathered indicates that the device did contribute to the customer reported issue.